Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing morphine (unknown) (15 mg/ml at 6.258 mg/day, max dose with ptm enabled is 8.022 mg/day). It was reported that the patient was hospitalized with cellulitis around her previous pump from 11/27-12/4. The patient was treated with IV and antibiotics, pump remained in function throughout hospitalization per patient report, so no symptoms of withdrawal occurred. According to the doctor, patient had difficulty with size of previous pump, which stretched her skin and increased her risk for cellulitis. This is the reason behind switching from a 40 ml pump to a 20 ml pump. No diagnostics/troubleshooting were performed, just pump replaced with a smaller pump. The issues was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8596sc; serial# (B)(6); implanted: (B)(6) 2022; explanted: (B)(6) 2025; product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.